Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that there are "spasms" around the device area. Follow-up with the clinic is in progress, but no additional information has been obtained yet. The device remains in use. No further patient complications have been reported as a result of this event.